Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal morphine 5 mg/ml at 0.749 mg/day (simple continuous) via an implantable pump for non-malignant pain. It was reported that a manufacturing representative went to check the patient¿s pump post-MRI. The pump stalled but recovered about an hour after the patient left the MRI field. The manufacturing representative pulled the logs and also noticed multiple other motor stalls and recoveries that were not related to the MRI. The logs showed multiple motor stalls and recoveries on (B)(6) 2017. Most of these motor stalls occurred for about an hour to an hour and 45 minutes, and there was one motor stall that lasted about a day before it recovered ((B)(6) 2017). It was noted that the patient also had a personal therapy manager (ptm), and the patient rarely used it. The manufacturing representative was seeing that the patient gave themselves 11 boluses throughout that same timeframe, and 6 out of those 11 times she gave the bolus, about 11 minutes right after the request, the motor would stall. The manufacturing representative wanted to know if there was any correlation to the ptm bolus requests and the motor stalls. It was noted that the patient had a refill on (B)(6) 2017, but the healthcare provider (hcp) did not read the logs. The manufacturing representative was going to rule out electromagnetic interference (emi) and magnet when she saw the patient. The manufacturing representative was going to see the hcp on (B)(6) 2017. There were no reported symptoms. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-sep-2017 and it was reported that there was no known cause for the multiple motor stalls. The patient had an appointment with the doctor on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780 (B)(4) implanted: (B)(6)2014 product type catheter the pump was returned and analysis found a feedthrough anomaly with shorting across the insulator. The catheter was also returned and analysis found the collet was not fully locked in place, and damage to the transition tube in the catheter body. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Patient code (B)(4) and device code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
The event in this report was merged with a previously reported event after additional information was received. The related manufacturer's report is regulatory report# 3004209178-2018-00391, which included the following event details: information was received from a healthcare provider regarding a patient receiving morphine 10mg/ml at 0.749mcg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The motor stall was active, stopped pump period may exceed tube set. The event logs indicated that there were multiple motor stalls and recoveries. Per the healthcare provider the patient reported seeing a motor stall code on her ptm (personal therapy manager) and has not used it since (B)(6). Per the healthcare provider the patient¿s pump was refilled on (B)(6) and the ptm dose was increased. The patient was experiencing nausea and worsening pain. The patient was not scheduled for a replacement yet but was scheduled to meet with the physician on (B)(6). No further complications were reported. Additional information was provided via the paperwork returned with the device. The pump and catheter were explanted and returned for analysis. A print out of the pump logs from (B)(6)2018 indicate that the pump was programmed to deliver preservative free morphine [10.0 mg/ml] at the minimum rate. The logs show a motor stall occurred on (B)(6)2017 at 12:20, with a recovery at 16:49; a motor stall at 17:42, followed by a tube set message 48 hours later on (B)(6)2017, then a motor stall recovery on (B)(6)2017 at 19:31. On(B)(6) 2017,a motor stall occurred at10:31, with a recovery at 12:21, then a stall at 17:34, followed by a recovery at 19:24; on (B)(6) 2017 a motor stall occurred at 14:05, followed by a recovery on (B)(6)2017 at 10:11; and a motor stall on (B)(6)2018 at 16:02, followed by a tube set message with no recovery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.